Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code 2017: used in a saphenous vein graft, underdeploying the stent, not fully deflating the balloon prior to removing the stent delivery system. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have assisted in the investigation. In this case, it was reported that the 2.5x28mm xience v stent was deployed to 4 atmospheres (atm), the physician knew the stent was under deployed and may have removed the sds prior to fully deflating the balloon, thus possibly pulling the stent proximally. It should be noted that the instructions for use (IFU) state that all efforts should be taken to assure that the stent is not under dilated. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. Therefore, it appears that the low inflation of the stent deployment (difficult to deploy) was a result of user technique and not related to a product deficiency which subsequently contributed to the stent migration. Additionally, removal attempt with out fully deflating the balloon contributed to the reported stent migration. It should be noted that the IFU also states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. If unusual resistance is felt during stent delivery system withdrawal, pay particular attention to guiding catheter position. Additionally, it was reported that the lesion was located in a saphenous vein graft(svg). It should be noted that the instructions for use (IFU) also states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5mm to 3.75mm. It does not appear that the IFU violation of treatment of a 45mm lesion contributed to the difficulty to deploy or stent migration. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records related to this incident. Additionally, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency associated with this lot. In this case, the reported failure to deploy, stent migration, hospitalizations, surgical procedure, additional therapy/ non-surgical treatment and foreign body in patient appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The other 2.5x28mm xience v stent will be filed under a separate medwatch.

Event description:
It was reported that during a saphenous vein to circumflex artery stenting procedure in a moderately calcified 90% stenosed lesion, a 2.5x28mm xience v stent was deployed at 4 atmospheres (atm). Reportedly, the physician knew the stent was underdeployed and may have removed the stent delivery system (sds) before the balloon fully deflated, possibly pulling the stent proximally. Post dilatation did not fully appose the stent to the vessel wall. The proximal part of the stent became stretched and extended into the aorta. A second 2.5x28mm xience v stent, was attempted twice, but failed to cross through the previously deployed stent and dislodged. The dislodged stent migrated from the aorta to an artery in the abdomen. The stent was successfully snared and during snaring became stretched. The patient's condition was deteriorating, so an intra aortic balloon pump was inserted. Triple coronary artery bypass graft surgery was performed successfully on 5/23/11 and the proximal part of the first stent was cut and removed. Although requested, there was no additional information provided.